Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) units screen is frozen and could not be restarted. There was no harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6, h10. A getinge field service engineer (fse) evaluated the unit, but was unable to reproduce the reported malfunction. The fse inspected the error logs and could not find any related faults. The fse performed functional testing and safety checks. The iabp was returned to the customer.

Event description:
N/a